Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. The suspect turbine assembly was powered on the unit in ventilating mode and the failure was duplicated immediately. The technician isolated the root-cause to a corrupted turbine interface board. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the alleged defect has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator; the unit was generating vent inop (inoperable), motor fault, low pip (low peak inspiratory pressure), low ve (low minute ventilation) alarms. It was reported that there was no patient involvement associated with the event.